Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the recharger ((B)(4)) found that there was a broken connector pin in the cable assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that the desktop charger (dtc) connector pin was broken. The patient mentioned they noticed their ins was dead when they tried to change programs using the patient programmer (pp). They stated they were able to use the ins recharger (insr) to charge the ins for about a half hour and the ins was at maybe a quarter charge. A replacement dtc was sent. No patient complications were reported as a result of this event.